Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger product ID: 37092, lot# 264130001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the caller was not able to adjust stimulation. It was noted that there was a display showing ¿in the box¿ icon. It was noted that this occurred on (B)(6) 2014. The patient noted the error after attempting to read with patient programmer and had not recently charged. It was noted that the caller interrogated and reprogrammed patient. It was noted that unsure if the patient programmer or recharger should be replaced. It was noted that the patient programmer had been replaced in the past. Additional information received reported that the patient was without a pain management physician and no specific diagnostics were performed. There were no malfunctions observed and the cause of issue was not determined. There were no interventions planned. It was noted that the patient still had their programmer. It was unknown if a new device needed to be issued. The patient was doing well and was receiving effective therapy.